Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025 while en route to a scheduled medical appointment, the patient¿s daughter observed signs of impaired consciousness. In response, the patient consumed two servings of orange juice. No fingerstick blood glucose measurements were taken at that time. The cgm displayed a ¿high¿ reading that was declining toward ¿low.¿ earlier that morning, the patient had self-administered insulin; however, the cgm value at the time of administration was not documented. Upon arrival at an urgent care facility, a fingerstick test showed a blood glucose level of 44 mg/dl, while the cgm reported 228 mg/dl. The patient was placed under observation but did not receive any immediate treatment. After approximately two hours, with persistently low readings, the urgent care team transferred the patient to a hospital. At the hospital, a fingerstick reading showed a critically low blood glucose level of 32 mg/dl, while the cgm indicated 88 mg/dl. The patient was treated with glucose, provided a tuna sandwich and apple juice, and monitored with glucose checks every 15 minutes. No further interventions were required, and the patient was reported to be stable at the time of discharge. At the time of the report, the patient was okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the urgent care facility. The reported glucose values fall within the c zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.e.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.